Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The microcatheter was returned containing a coil in its shaft lumen. The coil was jammed inside; however, it was able to be removed. Analysis revealed that the microcatheter was broken/fractured at approximately 18 cm from the distal end. The clean nature of this break indicates that the catheter shaft was cut as there is no stretching of the catheter shaft at the site of the break. The microcatheter dimension and measurement were found within specification. It is probable the procedural factors likely contributed to the coil becoming jammed. Information available indicated that the device was confirmed to be in good condition prior to use. The nature of the break/fracture observed on the microcatheter shaft is indicative of the catheter being cut. The remainder of the catheter was not returned for analysis. Based on the information available and analysis results and assignable cause of use error was assigned to this specific finding.

Event description:
Analysis of the device revealed that the microcatheter shaft was broken/fractured. There was no reported clinical consequence to the patient due to this event.